Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation in the pump's event history. This condition was caused by an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed no previous service events were related to the reported condition. Additional investigation is being conducted through (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "fail 810:04." This condition had the potential to cause an interruption of delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available.